Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 25 during the load process. Customer's blood glucose level was not impacted. The customer was able to reload the same cartridge successfully. Review of the pump data by tandem's technical support, indicated that the customer did not remove the cartridge.